Event description:
Caused more pain [arthralgia aggravated] ([device ineffective]). Case narrative: initial information received from canada on (B)(6) 2021 regarding an unsolicited valid social media serious case received from a consumer/non-hcp. This case involves an unknown age and unknown gender patient who had treatment with medical device hylan g-f 20, sodium hyaluronate (synvisc) which caused more pain. The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On an unknown date, the patient started using 16 mg/2 ml synvisc injection, liquid (solution) (indication, dose, frequency, route, lot number: unknown). There will be no information available on the batch number for this case. It was reported that it didn't work for the patient (device ineffective), even for a few days, it caused more pain (arthralgia, onset and latency: unknown) and patient just had a knee replacement, the other one in a few months. Events assessed as serious as intervention was required. Action taken: unknown. Corrective treatment: knee replacement. At time of reporting, the outcome was unknown. A product technical complaint (ptc) was initiated on (B)(6) 2021 for synvisc one for unknown batch number and global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr (non-conformances report) process. Adverse event reports with or without lot numbers were continuously monitored, and possible associations with their corresponding product lot are assessed, as part of routine safety surveillance effort to detect safety signals. This review has not indicated any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA (corrective and preventive action) was required. Investigation completion date: (B)(6) 2021. Additional information was received on 29-jun-2021 from healthcare professional. Global ptc number and its results were added. Narrative amended accordingly.

Manufacturer narrative:
Sanofi company comment dated 25-jun-2021: this case concerns a patient who was on treatment with synvisc which caused more pain and patient had knee replacement done. The information in the case is very limited. Therefore, the causality with the device cannot be established. Further, detailed information regarding other medications, medical history and clinical course of the event would aid in comprehensive assessment of the case.

Event description:
Caused more pain [arthralgia aggravated] ([device ineffective]). Initial information received from (B)(6) on 19-jun-2021 regarding an unsolicited valid social media serious case received from a consumer/non-hcp. This case involves an unknown age and unknown gender patient who had treatment with medical device hylan g-f 20, sodium hyaluronate (synvisc) which caused more pain. The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On an unknown date, the patient started using synvisc (indication, dose, frequency, route, lot number, formulation: unknown). There will be no information available on the batch number for this case. It was reported that it didn't work for the patient (device ineffective), even for a few days, it caused more pain (arthralgia, onset and latency: unknown) and patient just had a knee replacement, the other one in a few months. Events assessed as serious as intervention was required. Action taken: unknown. Corrective treatment: knee replacement. At time of reporting, the outcome was unknown.